Event description:
It was reported that the peep (positive end expiratory pressure) increased during patient treatment. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed-circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. Tests of ventilation confirmed the reported issue of drifting peep (positive end expiratory pressure), and a peep alarm was generated. Logs showed that the sensor's offset had drifted. It was observed that changes in temperature of the sensor incorrectly affected the offset. The cause for the incorrect temperature sensitivity could not be determined, but it is believed that moisture could have gotten into the sensor. If the pressure sensor is drifting during ventilation, it can cause the airway pressure to deviate from the target value, this will be detected by generated alarms. It will also be detected during the pre-use checks tests if the sensor has drifted outside limits. Evaluation of logs shows that the peep alarm first occurred on (B)(6) 2017. Date of event is corrected to this date. Our conclusion in this matter is, that the reported issue was caused by a faulty pressure sensor on the expiratory pressure transducer pcb.

Event description:
(B)(4).